Event description:
It was reported that this pacemaker system exhibited noise which was being oversensed on both the right atrial (ra) and right ventricular (rv) leads. Additionally, there was atrial pacing inhibition. Impedances were noted to be within range. Technical services discussed possible causes however, surgical intervention was already performed as the device was explanted and replaced and both the ra and rv leads were surgically abandoned and replaced successfully. No additional adverse patient effects were reported.